Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the distal end of the 5f uf 65cm tempo catheter became bent and detached while on the wire. The wire, catheter and broken portion was pulled out of the sheath with no harm to the patient. The break occurred while attempting to advance the catheter up and over the iliac bifurcation. No unusual force was applied, although the iliac vessels were noted to be tortuous. The intended procedure was a leg angiogram for distal disease. The lesion had little or no calcification, and vessel tortuosity was present. The device was stored and prepped according to the instructions for use (IFU). Devices are stored hanging on a catheter supply cart and are sometimes kept in procedure or supply areas during room turnover, without exposure to outdoor light or advanced decontamination methods such as uv-c, vhp, ozone, or fogging. Devices are removed from the outer box and stored on hangers with other catheters, not in cabinets. Storage environments are climate controlled with no known facility issues (e.g., hvac, humidity, leaks) or recent changes to cleaning or storage practices. The device is not reprocessed or exposed to uv or sterilization processes. A non-cordis guidewire was used. The device is not being returned.